Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. The device remains implanted. This relates to the right side.

Event description:
Healthcare professional reported, deflation. This relates to the right side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, partial delamination on the valve assessed, as adhesive failure. Additional observations: no other observation observed. No further actions are required, since no manufacturing issue is observed.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported deflation. The device remains implanted. This relates to the right side

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.